Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that multiple ports of the xenon lamp had inadequate brightness at the usual settings. This occurred prior to a vitrectomy procedure. The brightness was turned up twice the normal setting to initiate and complete the surgery with no harm to the patient.